Event description:
It was reported that the nav pc would not boot when sys was turned on (no boot). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the computer. The sys operates as intended.